Event description:
It was reported that during the device replacement procedure due to normal battery depletion, the lead was unable to disconnect from the header of the device. The physician dismantled the header and the lead was able to detach from the header. The device was explanted and replaced. The lead remained implanted and in use with the replacement device. The patient was in stable condition.